Manufacturer narrative:
No unexpected excessive no delivery alarms or motor error alarms noted during testing. Insulin pump passed displacement test, rewind test and basic occlusion test. Was unable to prime during prime/delivery test due to faulty force sensor resistor. Motor was tested outside of the unit and passed. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer's mother reported via phone call that customer received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.